Manufacturer narrative:
(B)(4) distributor information: (B)(6). Q core medical ltd (manufacturer) is reporting on behalf of hospira.

Event description:
The event was reported by a customer from USA: "one broken power cord, no details provided, one was pulled out in socket, one fill part completely. (B)(4)".